Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered inappropriate pacing. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.